Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised, intra-operative and pathological findings included reactive synovitis throughout. Recurrent pseudo-tumor formation with fluid and irritation of the iliopsoas tendon bursa. (Right). Products not revised: (from original surgery): conserve® biofoam cup 38bf4652 1429745, pofemur® z plasma stem pha00268 1469316.